Event description:
It was reported that at the user facility, the device overheated. The user facility was not able to provide any further information regarding the reported event. Upon receipt at the manufacturer facility, it was reported that the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that at the user facility, the device overheated. The user facility was not able to provide any further information regarding the reported event. Upon receipt at the manufacturer facility, it was reported that the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported overheating and run-on was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can lead to the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.